Event description:
The reporter indicated that the device was explanted due to pacing in the back up mode. Several attempts were made to reset the device. A message was rec'd indicating that it was in the wrong block or application. After attempting to communicate, the device began pacing asynchronously.